Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose was 147 mg/dl. The customer would continue to use the pump for basal delivery and would use insulin pens for bolus delivery.